Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) oss413, (osseotite implant 4 x 13mm) for evaluation. Visual evaluation was performed, a fracture has been identified on the implant's threads. DHR review was completed for the subject lot number 2019121250. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019121250, for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, d9: device availability, g3: date received by manufacturer, g6: checked "follow-up," h2: checked follow-up type, h3: changed "no" to "yes," h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
It was reported implant fracture. A replacement will be installed soon. Please inspect the item and provide a possible cause. Tooth site # 30.

Manufacturer narrative:
Zimvie complaint number (B)(4).